Event description:
It was reported that during keel preparation with new xr punch the proximal medial tibia fractured. This is a late report due to the event was reported to the complaint's department after 30 days of aware by the company sales representative.

Manufacturer narrative:
The associated journey ii xr tibia posterior keel punch was not returned for evaluation. A clinical evaluation noted that the reported tibial fracture was confirmed by the provided photo. The root cause cannot be concluded; however the product design cannot be excluded as a possible contributing factor to the reported event. The patient impact beyond the reported tibial fracture, possible extended hospitalization and rehab/convalescence period cannot be determined. Our investigation noted that this failure has been previously identified. This issue has been elevated to our risk assessment process. Our investigation indicated that the related device was part of field action initiated in 2018. Corrective actions have been initiated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated journey ii xr tibia posterior keel punch was not returned for evaluation. This complaint was reopened due to receipt of new information related to the follow-up status of the patient at 3 months. After reviewing medical notes, the clinical analysis noted that patient sustained an incidental fall that was unrelated. Per the email communication received the patient is doing fine. No further assessment is required. Our investigation indicated that the related device was part of field action initiated in 2018. Corrective actions have been initiated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.